Event description:
A resolution clip device was used during the post polypectomy bleed in colon procedure. The nurse reported that the sheath was coiled at the end of the device and the blue part of the sheath came off. She also stated that the device would not open. The pt's condition is reported to be "fine". The same event description occurred for all 3 products. Note: this event is being filed on one of three clips, please refer to MFR report 3005099803-2008-05137 & 3005099803-2008-05215 for the other reports.

Manufacturer narrative:
Although the suspect device has been received, evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.